Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint, the leak was over 4.5lpm. The seals were cleaned and lubricated, and the unit was returned to service.

Event description:
The hospital reported that during pre-use checkout the unit failed the leak test. No report of patient involvement.